Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using a hydratome on a female, "the cutting wire broke." The physician removed the device and successfully completed the procedure with another same device. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device will be provided in a follow-up medwatch report. The march 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.